Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented with their right ventricular (rv) lead failing to sense. Fluoroscopy was performed and revealed that the rv lead was dislodged. The lead was explanted and replaced. Patient condition was stable.